Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements, as well as pacing inhibition associated to oversensing. Further investigation found that the lead was fractured. A revision procedure was performed, and the lead was capped, abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements, as well as pacing inhibition associated to oversensing. Further investigation found that the lead was fractured. A revision procedure was performed, and the lead was capped, abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.